Manufacturer narrative:
Reliability analysis inspected 1 opened or used sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings.

Event description:
Customer reported that he received a bad sensor alert while sleeping. Blood glucose value was 215 mg/dl. Sensor age was 5 days. Customer stated that the bad sensor alert occurred after a second consecutive calibration error. Customer removed the sensor and stated no damage found. Nothing further reported.